Manufacturer narrative:
This report is submitted on (B)(6) 2016.

Event description:
Per the clinic, the patient experienced sudden performance decrement and headaches with the device. The device was explanted on (B)(6) 2016.

Manufacturer narrative:
This report is filed on september 20, 2018. (B)(4).